Event description:
It was reported that a pocket revision was performed due to patient discomfort, shoulder pain and irritation. The pocket was reopened, a segment of the lead was removed after the screw was retracted and the lead was gently pulled to access possible lead removal. The lead was then cut and capped. The lead was returned to the manufacturer. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the inner insulation was kinked/buckled, the outer tubing was kinked/buckled, the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched.